Event description:
The reported event was that prior to starting a da vinci-assisted surgical procedure, the customer contacted technical support and reported the video output was changing resolution on its own. The issue happened when using video output 1, video output 2, and video output aux on the back of the da vinci vision side cart (vsc). Each time the caller connected the cable, it changed from 1280x124 to 1024x768. The caller would select the video output on the vsc, but it would automatically revert again. The caller would connect the other vsc to confirm if this phenomenon was due to the steris integration system or the da vinci vsc. The procedure was completing as planned with no report of patient injury. Later, the customer tried the steris video integration module on another systems vsc and experienced the same results. The customer planned to contact that vendor for assistance. Reference report# mw5169977. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).